Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) is indicating no backup battery. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) updated fields: b4, d8, d9,g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that the batteries were faulty. The fse replaced the batteries. The unit was in need of further investigation. However, the customer opted to not purchase the battery and will not repair the unit.

Event description:
N/a